Event description:
It was reported the pt had a shocking or jolting sensation. The pt felt pain around where the neurostimulator was implanted. The pt stated he though the device had "moved up." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.